Event description:
It was reported that pump wake button did not function as expected, and pump display would not turn on unless pump was connected to power. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.